Event description:
The customer called stating they received an error 4 message on their freestyle meter. The meter has been returned and, during the course of investigation, was discovered to have suffered the memory overwrite malfunction.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. 0300, 0015, 0204, 0800, 0806 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.